Manufacturer narrative:
Sales rep reports that a surgeon has had to explant 3 desara blue tv implants over the last 3 months because the tensioning was off. Sales rep reports that she has worked with the surgeon for his tensioning technique but will follow up with a medical science liaison for further technique training. No lot numbers are available for the products used. No further information has been received. Caldera medical currently mitigates this risk by clear labeling of precautions and instructions for surgical use on 10-139-03, desara and desara blue IFU. Surgeons have the responsibility of deciding which technique is best for the patient. As such, a risk of deviating from the recommended surgical technique for desara products exists. When implanted correctly and as intended, the benefit to the patient for the intended use outweighs this risk.

Event description:
Sales rep reports that a surgeon has had to explant 3 desara blue tv implants over the last 3 months because the tensioning was off. Sales rep reports that she has worked with the surgeon for his tensioning technique but will follow up with a medical science liaiason for further technique training. No lot numbers are available for the products used. No further information has been received.